Event description:
No complaint was reported. The insulin pump was returned for unknown reasons.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk.